Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vent inoperable, motor fault, low positive inspiratory pressure, low exhalation volume, circuit fault alarms on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.